Manufacturer narrative:
Analysis found , visually, the product was returned in a large plastic bag. The plastic bag contained packaging carton, open pouch with the packaging tray in it, and other plastic bag with trivantage tube in it. The electrodes and inserts were not returned. The packaging carton was damaged when returned. The pouch was open from 3 of 4 sides. The harness was not wrapped with tape paper when returned. The label 68l1973 and clip (11682132) were missing from the inflation tube. There was a biological contamination all over the tube (cuff, body of the tube, inflation tube). There was no broken off components noted on the tube. However, there was an additional adapter secured onto the packaging tray, and it was broken. The trivantage tube was not missing the adapter (adapter was intact). Functionally, for further analysis syringe was used to inject 15cc of air into the cuff. The cuff inflated/deflated with no issue. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was no out of specification condition that was related to the complaint (due to physical damage). There was an additional adapter secured onto the tray and it was broken. H6: fdm- b21, fdr-c21 and fdc-d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was being intubated and a plastic piece broke off. Plastic piece was detached from the endotracheal tube. No any intervention performed. No any broken pieces of the reported product remain inside the patient's body. The procedure was completed with backup product(s). No patient impact.

Manufacturer narrative:
Device is received , analysis is not yet begun. A follow up report will be submitted once the analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.